Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after experiencing a fall and ending up with a head bleed, the circumstances were unknown. A merlin on demand transmission was performed which revealed the right ventricular lead exhibited a loss of capture. A chest x-ray revealed the lead had dislodged. The patient was not dependent but was in pain as a result of the fall. The patient was possibly transferred to another facility which handles biv cases.